Event description:
It was reported when using the pyxis medstation es system, the refrigerator door was damaged. The customer reported that the malfunction arose when the user attempted to administer medication to the patient, leading to a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined the drawer's latch was faulty. The field service engineer replaced the faulty latch to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.